Manufacturer narrative:
Svc was not dispatched for this event. Raw data analysis determined that the erroneous results were not due to interference. Root cause is unknown. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous high platelet counts with low white blood cell (wbc) and red blood cell (rbc) counts for one pt sample when tested with a coulter lh 750 hematology analyzer. There was an instrument generated message for giant platelets, and a customer enabled message for hemoglobin and hematocrit check failure. A manual smear was reviewed and no debris or platelet clumps were seen. The manual platelet estimate was lower than the instrument's results. Erroneous test results were no reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.